Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for evaluation where service confirmed the customer's complaint. During the evaluation, the generator was missing one mounting foot and the lower chassis was slightly warped on the rear left-hand side. The top cover was also scratched and missing paint in some small areas. The unit's error log did show error code 400 ref 26 ten times. This error code would be the check irrigant/electrode error. The reported phenomenon is likely from lack of saline solution at the electrode tip when the unit is in use. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause cannot be identified.

Event description:
An engineer at a user facility reported that while using the cut mode of the pk superpulse, a check irrigant/electrode error message was received. The error occurred during a transurethral resection of the prostate (turp) procedure. The procedure was completed using the same device. There was no patient injury or adverse event reported to olympus.